Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an axxcess ureteral catheter open end was used in the bladder during a cystoscopy and ureteral stenting procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the catheter of the device snapped inside the bladder while introducing through the cystoscope. Reportedly, the procedure was completed with an unknown device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.